Event description:
It was reported the patient is experiencing difficulty communicating with her scs ipg and the charger. A replacement charger sent to the patient initially resolved the issue, but a few days later the replacement charger begin having the same communication issue. A second replacement charger was sent, but the issue persists. A sjm representative met with the patient and observed the patient's ipg may be tilted inside the pocket. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patients medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.